Event description:
Customer obtained a reading of 328 mg/dl with no symptoms prior to eating dinner. Daughter was going to give customer insulin, but decided to call the customer's doctor first. Doctor stated not to give customer insulin but to test him again. During that time, the customer ate dinner. After dinner, the daughter tested the customer at 4:57 p.m. With a reading of 107 mg/dl. At 4:58 p.m., she tested the customer again with a reading of 105 mg/dl. Daughter did not administer insulin. No additional events or treatments occurred. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 600 mg/dl and 210 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.